Event description:
It was reported during a deep brain stimulator (dbs) stage 2 case on the day of report there were impedance issues. There was 4,000-6,000 range of impedances. They continued to test the lead and at 3v it had 3,900 to 4,800 ohm range. After the implantable neurostimulator (ins) was implanted and noted abnormal impedances, they tested the lead alone and observed the same elevated impedances. The manufacturer representative was going to try and be present at the initial programming session and send an update if impedances had come down and if patient had therapy benefit.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0vb1k, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0vb1k, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0vb1k, implanted:(B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0vb1k , implanted: (B)(6) 2015, product type: lead. (B)(4).